Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a representative that the customer was not connected properly and had high blood glucose levels of 400 mg/dl. The customer changed their set. The customer had 2 cal error alerts. The customer declined to speak with the helpline. No further details were provided.